Manufacturer narrative:
The reported event occurred during a diagnostic laparoscopy surgery, on (B)(6) 2018. The suction irrigator, from the basic gyn tray, was placed into the patients abdominal cavity to collect washings. During this time a foreign matter/ foreign substance came out of the sheath into the patient. The irrigator was sent to the facility for review. The novo health services quality manager made the instrument staff aware of the complaint and conducted in-service training, on processing, inspection and building trays.

Event description:
The user facility reported that during a diagnostic laparoscopy procedure the surgeon placed the irrigator into the patients abdomen and a "yellowish gelatin substance" came out of the sheath.